Event description:
It was reported that the pump implant on (B)(6) 2012 was complicated by piercing the lower thoracic spinal cord and resultant lower extremity paraplegia. Post procedure, the patient initially presented with acute bilateral lower extremity paraplegia. The patient woke up from surgery without movement or sensation of her lower extremities and progressed to loss of urinary control as well. A CT myelogram was performed. She was diagnosed with catheter transaction of cord by CT myelogram. It was found to transection of the spinal cord at t11-t12 by catheter placement. It was noted that the patient had developed a dvt which was treated with heparin. Surgical removal of the catheter was recommended. Pain medications were weaned down after the spinal cord injury as the patient was no longer having any pain. The pump was delivering fentanyl and bupivacaine.

Event description:
It was reported that the patient was implanted with a pump and catheter. The patient arrived at the hospital with tingling in their legs. An MRI revealed that the catheter was inside the spinal cord at t-9/t-10. The hcp was treating the patient at the hospital. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).